Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer service (cts) informed the caller that this indicated a pump malfunction, linked to a software error, and arranged for a replacement pump since the malfunction code was not resettable. The customer confirmed understanding of instructions to use a backup insulin pump and to return the problematic pump within 10 days using a pre-paid label. The customer also acknowledged knowing how to set the pump to storage mode prior to its return.